Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 6.6-7.8cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location. This is consistent with the observation from the field of noise, oversensing, and inappropriate shock.

Event description:
It was reported that several non-sustained episodes were observed on the device. Patient received inappropriate therapies. Lead was explanted and replaced. Patient was stable post-procedure.